Event description:
It was reported that during a routine device changeout the patient went asystolic. During multiple attempts to tighten the setscrew, it became stripped. The lead was firmly connected, measurements were normal. The pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.